Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-03087. Medical product: unknown lps poly 7/8/9/10 gh. Stemmed nonaugmentable tibial component option cr/ps/lps size 7: item# 00598605701,lot# 60013471 . Psn rev fem cmt ccr pls sz 11l: item# 42504607011, lot# 65313870. Psn rev straight spline stem ext 18x135mm: item# 42560113518, lot# 64707060. Psn rev tm tib central cone sz lrg:item# 42545000513, lot# 64643019. Psn rev tib fixed keel cmt sz h l: item# 42542008301, lot# 64334607. Psn rev tapered smooth stem ext 14x75mm: item# 42560007514, lot# 65510005. Psn rev cck art surf ve 18mm l 11-13 gh: item# 42512801018, lot# 64573043. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to loss of range of motion and instability. There is no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, and pictures provided were insufficient to perform a visual and dimensional evaluation. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left knee arthroplasty components are anatomically aligned. There is no acute abnormality. There is slight asymmetric left knee valgus. Mineralization is present at the anterior and posterior joint lines. There is a proximal tibial surgical staple. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) - femur.